Event description:
Physician walked into pt's room in ICU and discovered the ventilator wasdisconnected from the pt. There were no audible or visual alarms activated. Other nursing staff were called into the room and also stated the alarms were not going. Pt was extubated by physician and the ventilator was turned off and removed to a corner of the room. Respiratory therapist was called. When she turned on the ventilator, she discovered it showed an exhaled tidal volume of 200 mls even though it was disconnected from the pt. She also discovered a moderate amount of thick secretions in the flow sensor of the pt breathing circuit of the ventilator.